Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for unknown reasons. She was reported being found unconscious prior to being sent to the emergency room. It was unknown if the hospitalization was diabetes related. The customer reported a blood glucose reading of 207 mg/dl prior to the hospital visit. The customer reported no heart issues, nor blood issues and their health care professional wants to figure out if the hospital visit was related to diabetes. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set, ozo-unk-snsr.